Event description:
Kimberly-clark received a report from (B)(6) stating, "nurse found 195-4j's top of catheter only have 1 side hole. Nurse found it during 1st suction."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record is pending.the sample was returned to kimberly-clark for analysis and found to be missing the two side skive holes.the investigation is ongoing.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.